Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed the high blood glucose level by administering a correction bolus via the pump without needing third-party assistance. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. A cartridge change was performed resolving the occlusion.